Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device.

Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens) reported they were worried about an open wound by the dressing. The patient stated they had meet with the healthcare professional (hcp) and was told it was nothing to worry about. It was noted the patient began the trial on (B)(6). Additional information from the patient reported they had bladder spasms prior to the evaluation, but she was doing better at the time of the report. Additional information from the patient on (B)(6) reported they were not fully emptying out at night and having frequent voiding in the day. The patient noted she was doing better than 50%. There were no further complications that have been reported as a result of this event.